Manufacturer narrative:
(B)(4). Clinical development manager (cdm) visited the account after the event and check laser. Cdm provided surgery support during the day and 27 patients were completed without complications. Made minor adjustment in pocket but found laser within amo specs. Discussed flap thickness defaults with doctor and recommended thicker flaps. Surgeon is happy with current settings. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported they experienced a vertical gas break through (vgbt) near the hinge with triangular shape. Procedure was not completed.